Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 177 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer¿s blood glucose was 112 mg/dl and 19.69 mg/dl. It was reported that they had low blood glucose and troubleshooting for it. The customer was advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The customer was advised do not calibrate on a sensor alert. The sensor will not be returned for analysis.